Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis (characterized by abdominal pain and cloudy pd effluent). Currently, it cannot be concluded what caused the patient¿s peritonitis. However, there is no objective evidence that supports the patient¿s peritonitis was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. Peritonitis is well known potential complication in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they had peritonitis. Upon follow up, the pdrn stated that the patient was experiencing abdominal pain with cloudy pd effluent and as a result, was seen in the outpatient pd clinic. A pd culture was performed which yielded an elevated white blood cell (wbc) count and the patient was diagnosed with peritonitis. The culture did not yield any organism growth. The patient was treated with intra-peritoneal (ip) gentamycin 40 milligrams (mg) and daptomycin 200 mg on an outpatient basis. The patient has since completed the antibiotic course and reportedly has recovered from the event. Per the nurse, the patient is continuing pd therapy without further reported adverse event. The nurse was not able to identify the cause of the patient¿s peritonitis. It was reported the patient follows aseptic technique. The nurse confirmed there were no liberty select cycler/liberty cycler set product issues prior to the peritonitis event and indicated no fresenius product/device was suspected to have caused/contributed to the event.